Manufacturer narrative:
He returned device was evaluated and the fluid path testing of the returned device found fluid to be leaking from a tear in the exposed portion of the soft cannula near the formed needle tip. The timing and cause of the soft cannula tear could not be determined. No other damages or deficiencies were observed during the investigation. It could not be conclusively determined if the soft cannula damage contributed to the reported leaking event.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 400 mg/dl. In addition the patient reports the pod was leaking during wear.